Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 402 mg/dl at the time of incident and the current blood glucose level was 367 mg/dl. The customer was assisted with troubleshooting for high blood glucose for under delivery. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the insulin pump had insulin flow blocked alarm during basal. The insulin pump will not be returned for analysis.